Event description:
The customer reported that the rn was flushing the feeding tube, that was attached to the patient, with sterile water. By y-site location, at the port that has a tag attached "for enteral fluids only", the hard plastic part came apart from the rubber piece. There was no detectable damage, loose parts or broken pieces observed, but the plastic and rubber pieces would not stay sealed when attempting to put it together. Tape was used to hold the two pieces together since the two pieces appeared to easily come apart. There was no leaking at the site observed afterwards. Nurses assessed tubing at the bedside; recommending to leave the feeding tube in, as long as there is no leakage, and they reassess the need for replacement in the day time. The kangaroo feeding tube with iris technology was not used, due to patient refusal and was removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) is established based on the serial number stick on the device. There was no serial number provided by the customer, therefore the DHR could not be reviewed. The customer did not provide photographic evidence nor was the device returned for evaluation. Without a sample to evaluate, further evaluation is not possible and with limited information it is not possible to confirm where the plastic piece came apart from the rubber piece. The manufacturing process for the y-port assembly, test and inspection process was reviewed and a leak test would been accomplished according to customer specifications. The leak test would cover the kind of y-port issue as reported. The final inspection station requires that an inspector checks for a y-port issue. The manufacturing site confirmed that production personnel follow the specification and instruction. There are no corrective/preventative actions taken at this time.